Event description:
The hospital reported a malfunction causing loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The microswitch was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The microswitch was replaced to resolve the issue.